Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited oversensing of noise resulting in an inappropriate shock. The device was checked in clinic and noise was able to be reproduced. An x-ray was performed with indication of electrode fracture. The therapy was deactivated until further intervention is determined. This electrode was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body 80 (mm) from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in that area. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited oversensing of noise resulting in an inappropriate shock. The device was checked in clinic and noise was able to be reproduced. An x-ray was performed with indication of electrode fracture. The therapy was deactivated until further intervention is determined. This electrode was subsequently explanted and replaced. No additional adverse patient effects were reported.